Event description:
The manufacturer received information alleging patient states the device is giving him shortness of breath and headaches, dr states he needs a replacement as soon as possible, difficulty breathing/short of breath related to a CPAP device's sound abatement foam. There was no allegation of serious or permanent harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.